Event description:
A customer reported that they are having a problem with their meter. Pt states that the display numbers are fading in and out and wanted to know what they can do about the situation. They said that they replaced batteries about six months ago and at that time some of the segments were found to be missing in the "units" digit. While on the phone a review the system was conducted. It was learned that the "hundreds" and "tens" units are functioning correctly. However, the "units" digit was only partially displayed. A request was made to return the system for evaluation. In the meantime, a replacement unit has been provided.